Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:04 and determined the root cause to be a faulty air in line printed circuit board. The air in line printed circuit board was replaced to repair this condition. A follow up report will be submitted if additional information becomes available.

Event description:
During device evaluation, the baxter service technician discovered an occurrence of failure code 810:04 in the event history of a colleague infusion pump. This report is being submitted because device evaluation determined that failure code 810:04 occurred due to a faulty air in line printed circuit board. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.